Event description:
It was reported the device alarmed motor error during bolus. Customer's blood glucose was 6mmol/l. The device was not bumped or dropped. The device did not go near an MRI. Customer does not use the sensor feature. Customer's mother was advised to revert to back up plan. No further info reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.